Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received three photographs. From the reported description, it states that leakage was observed at the base of the catheter tubing/nose of the adapter. Further inspection of the received photos reveals some potential media on the outside of the catheter tubing however it cannot be determined with certainty if the observed media is on the inside or outside of the tubing. Leakage was not observed between the wedge and the adapter nose indicating that a damaged wedge is not the root cause of the complaint. No damage to the catheter tubing is visible in the sample photos. It was also noted that a bent needle was present on the device. The signs of usage in the extension tubing and catheter adapter indicate that the bend occurred after insertion as a clinician would avoid sticking the patient with a bent needle. Further inspection of the nose and catheter tubing cannot be performed as no physical sample was received for investigation. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked from the hub junction during use. The following information was provided by the initial reporter, translated from japanese to english: "after catheter placement, leakage was found from the root of the catheter. Then removed the catheter."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked from the hub junction during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "after catheter placement, leakage was found from the root of the catheter. Then removed the catheter."